Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event based on the provided information. However, due to the length of time between date of insertion and date of revision, it would not be unexpected to observe poly wear as it was described within the complaint. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address osteolysis, poly wear and pitting of patella and tibial insert, and lack of bone ingrowth on patella.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event based on the provided information. However, due to the length of time between date of insertion and date of revision, it would not be unexpected to observe poly wear as it was described within the complaint. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No information was obtained. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.